Event description:
The pt reportedly had not demonstrated progress with the device. In 2001, the company representative evaluated the patient. Based on the testing, programming adjustments were made and the center was to continue monitoring the patient. The patient has experienced two episodes of meningitis post surgery. The first occurrence was 2000 and second occurrence was 2002 results of testing performed by the center in 2002 were inconclusive; a course of antibiotics had already been administered. In the next month, a CT scan was performed which showed soft tissue into middle fossa but it was unclear if it reflected infection or scar tissue. Another CT scan was performed later in the month which showed reduction in tissue so it was concluded that an infection had been present. Exploratory surgery has been scheduled for 2002. The device will be removed from the right ear. At that time. A new clarion will be implanted on the contralateral side.